Event description:
I have an eye infection that may be a result of my use of renu eye solution. My left eye -now recovering with medication-. Contact lens solution eyed in fungus outbreak. Bausch and lomb voluntarily suspended shipment of a contact lens solution after federal health officials linked it to a fungal eye infection that can cause temporary blindness. Event abated after use stopped.